Event description:
This senior medical affairs specialist spoke with the reporter/layperson (patient/layperson's mother) in early 2009 regarding an allegation that his one touch ultralink meter result was lower than the hospital lab sixteen days prior. There is no indication the product contributed to injury for the following reasons: the pt forgot a part to his insulin pump when he spent the weekend with his grandparents. Although he reinserted the tube the night of the day before, the missing part caused the tube to kink so that the patient was receiving either no insulin or only a portion according to the reporter. The patient began vomiting sixteen days prior to original date, unable to drink or eat. The pt informed his grandparents that his blood glucose results were normal; however, the reporter and physician learned through the meter's memory that his results actually were between 200, 300, 400 and higher throughout the day, reflecting his symptoms of high blood glucose. The patient was transported to ER on 1/11 where his blood glucose via a lab draw was "over 500." The patient was diagnosed with dka, treated with insulin by IV and in the arm, and later transported to another hospital that specialized in treating diabetic patients. Since then the patient's basal rate has been increased and he has been advised to bolus when needed. Five minutes after the lab draw in the ER, the reporter tested the patient on his own meter using blood from his finger, result 367 mg/dl. Because the variance of 367 on the patient's meter versus the lab result of 500 mg/dl is greater than the expected difference of <=20%, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.